Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2014 and the mesh was implanted. The mesh erosion was found when the patient had another treatment date on (B)(6) 2016. The doctor covered the erosion with the tissue. It was reported that the mesh erosion was found again on (B)(6) 2017. It was also reported that the patient has no problems due to the mesh erosion. Since the patient is not fully effective on her incontinence she has been referred probably for the removal of the vaginal part of the mesh and maybe implant a new mesh. No further information is available.